Event description:
Oximeter was delivered to hosp for use prior to discharge. Father shut machine off and turned it back on. Printer started running continuously. Father called the nurse to help, who opened printer compartment and burned his finger on thermal printing device. Nurse reported smoke coming from oximeter, and he unplugged unit.